Event description:
Pump quick bolus and wake button were reported as difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact on customer's blood glucose level. Technical support instructed the caller to ensure pump was not connected to a power source and to press firmly on the button, later assisting in removing the pump from its case to resolve the issue. Despite these efforts, the button remained difficult to press, so a replacement pump was arranged. Customer was advised to use multiple daily injections (mdi) as backup therapy, and instructions were given to return the faulty pump using a pre-paid label within ten days.